Event description:
The customer stated he had been receiving erratic reatinds on his meter. When the check strip was inserted into the meter, it was discovered the meter was set to mmol/l. The customer had not medicated himself based on the results he was receiving. He did not allege any adverse events. The meter was to be returned for evaluation, and a replacement was to be sent.